Event description:
Follow up reported the patient was believed to have an allergy to metal and no infection.

Event description:
It was reported the skin around the stimulator eroded. A tissue sample was sent to the lab to look for an infection. Patient status was noted as a live with injury. Symptoms included drainage and incisional wound opening, erosion, and redness at the device pocket.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Product ID 37743, serial# (B)(4), product type programmer, patient product ID 3888-28, lot# l31814, implanted: 1993-(B)(6), product type lead product ID 7495-51, serial# (B)(4), implanted: 2001-(B)(6), (B)(4).